Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: month and day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on several occasions and with different batches, the cap does not secure properly. It comes off too easily, resulting in blood spillage. This was an ongoing issue last summer and fall 2024. It was stated that the syringes have been used without the caps. There was patient involvement, but no one came to harm.